Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was reported the patient was hospitalized for cloudy fluid and another indication. It was not reported if the patient received treatment for the event. It was reported the patient was discharged from the hospital. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.